Manufacturer narrative:
Smith & nephew have become aware of new information, confirming that this complaint is a duplicate of 3006760724-2016-00162, which was previously submitted 10/27/2016. As a result, this complaint (3006760724-2016-00161) is considered closed, and future communication will be done using the code 3006760724-2016-00162.

Manufacturer narrative:
.

Event description:
It was reported fuse keeps blowing out on console.